Event description:
It was repored that in 1995, the patient underwent a radical hysterectomy. During the procedure the surgeon used a non-absorbable 5-0 suture in the urter. Subsequently the patient developed calculi in teh ureter and needed treatment. The surgeon states the non-absorbable 5-0 suture was dispensed, and passed by accident and, therefore, inadvertantly used.